Event description:
Device malfunction: none. Symptoms/ae: occlusion. Time of ae: during the procedure. It was reported that during the procedure, post xact stent deployment in the left internal carotid artery, a "ledge" was seen, described as narrowing, above the stent. Vessel spasm was not ruled out. The narrowing was reduced to less than 10% after unspecified balloon dilatation was performed. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4): (B) (6) study event. The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.